Event description:
It was reported from (B)(6) that the drill device did not function. It was further reported that there was an issue with the air supply to the drill device. It is unknown if the malfunction occurred during a surgical procedure. It is unknown if there was any patient or user involvement. There were no reports of delays, injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Reporter¿s phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.